Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 07-dec-2017 a field service engineer (fse) replaced a defective sample loop. The fse reseated the peek tubing connections to the column and pre-filter, checked and tightened connections for the sampling system, checked sampling needle and waste tube as well. The fse then ran patient samples for precision, which passed. The fse proceeded to run calibrators and qc without any errors. The g8 instrument was working within specifications after completing the repair. A 13-month complaint history review and service history review for similar complaints was performed for the g8, serial number (B)(4), from 06-nov-2016 through 06-dec-2017. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 5 - maintenance procedures, indicates the sample loop is an item to be checked by field service personnel and should be replaced annually. The most probable cause of the reported issue was due to a defective sample loop.

Event description:
On (B)(6) 2017 a customer reported quality controls out of range low and unable to calibrate with the g8 instrument. The customer was down and unable to run. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.